Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose over 600 mg/dl with symptoms of dehydration and ¿twitching¿ associated with an alleged history/settings issue. Reportedly, the patient remained on the pump and self-treated with food and/or drink as treatment. During troubleshooting with customer technical support, it was noted that the patient did not realized that the ¿auto off¿ feature was on. It was also found that the patient was using expired ifs which may have been a factor. This complaint is being reported because the patient experienced hyperglycemia associated with use error.